Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found multiple ventricular functional tests out of specification.

Event description:
It was reported that the analyzer was not working. Follow-up information received reported there was no output from the analyzer during a case. There were no patient complications as a result of this event.